Manufacturer narrative:
This report is submitted on april 18, 2023

Event description:
Per the clinic, the patient experienced skin overgrowth and an infection on the abutment site (specific date not reported) and subsequently was treated with oral antibiotic (specific date and duration not reported). However, the issue did not resolve, the abutment was removed on (B)(6) 2023